Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reported that they noticed their teeth are loser, it is several of their front teeth. Patient provided video. Provided information on mobility. 14 day rest period, since it looks like #6 is not with in normal limits.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.